Manufacturer narrative:
Correction information b4: date of this report g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result additional information d4:unique identifier (UDI) h4:device manufacture date evaluation summary based on the content of investigated data, it was determined that the potential cause/root cause of failure was due to concentrated forces applied near the root brace of the device during use. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical penang on 20-oct-2021 under normal conditions. The endoscope was reworked foroverall leakage due to x-ring torn including lg cable connector replacement and passed required inspections, and was released accordingly. Also, there were no concessions and the dates of approval for shipment and actual date shipped were confirmed for (B)(6)2021. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Image disturbance by moving the segment, angulation (cmos defective). This event occurred at the time of during inspection. There was no report of patient harm. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.